Event description:
A malfunction alarm was reported with malf 12 displayed. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset instructions and assisted the customer in resetting the pump, with a follow-up plan in place if further assistance was needed.